Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 2.0.1 h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that when the site registered with the reg tracer it¿s inaccurate. When the site tried with the 3 point merge it¿s 100% accurate. It was noted that this had occurred in two different cases. Due to these inaccuracies, the surgeon and chairman would like the system software erased and reloaded to see if there was some glitch. Both of the navigation systems would be inaccurate approximately 3/4 mm when checked on the patients anatomy when using the tracer registration. There was no impact on patient outcome. Additional information was received. It was reported that there was a 3-4 minute delay.